Event description:
I use the dexcom g7 and I have had to call and have replacement sent to me probably about five different times because the sensors are failing on me with days left in the 10 day period they're supposed to last. Each time I call them to have them replaced they basically say that this shouldn't be happening as much as what they are and today when I called they told me I need to try putting them in other places that are not recommended per the instructions when you replace your dexcom I was told for the g7. It can only go on your upper bottom or your arms. They are now advising me to put them on my thighs or other places. I feel maybe a good place for them, but per the instructions they are to only be put on my arms and upper bottom. I am very concerned about the fact that this goes hand-in-hand with my insulin pump as I am a type one diabetic and I am having this many issues. There was a time where my dexcom was reading my blood sugar very high and it made my pump give me a ton of insulin and we ended up having to call the paramedics as I used my glucagon pen. I am very unhappy with dexcom and I feel that something is wrong with their product. I have gone and done research of my own and I have found that many people have also had issues with their dexcom failing before the 10 day mark is over. I've seen that. A lot of people prefer the g6 over the g7 and that a lot of people are actually moving away from dexcom altogether. I feel that something needs to be investigated because there's no way that diabetics are supposed to be trusting this device when it is not trustworthy at all. Device codes: 2588; 1670. Health code:1912. Reference reports: mw5175280, mw5175281, mw5175282 and mw5175284.